Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition due to anatomical factors. This code was selected as the most probable complaint cause based on the information available. The inability to cross the lesion and stent damage was likely caused by the patients' anatomical factors (severely calcified). A stent fracture was also reported however, without photos/media or the device returned for analysis a clear conclusion cannot be established.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75 x 38mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. However, during the procedure, the stent was deemed defective due to a broken strut. The procedure was completed using a different device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75 x 38mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. However, during the procedure, the stent was deemed defective due to a broken strut. The procedure was completed using a different device. There were no patient complications reported, and the patient was stable following the procedure.